Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the dissection balloon burst and fell off into the inguinal space. The component was retrieved by the surgeon. The case was successfully performed. There was no patient injury.